Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose event and had ketones, which was treated by correction injection via multiple daily injection (mdi) and the infusion set cannula was bent on (B)(6) 2026.